Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a resolute onyx drug eluting stent to treat a lesion in the mid lad with moderate tortuosity, severe calcification and exhibiting 100% stenosis (cto). There were no abnormalities reported in relation to anatomy. No damage was noted to packaging. There were no issues removing the device from the hoop/tray. No difficulties were noted when removing the protective sheath. The device was inspected with no issues noted. The lesion was predilated. The inflation device remained on neutral pressure during delivery of the device. The stent did not pass through a previously deployed stent. A guideliner was used when delivering the device. Resistance was encountered when advancing the device and no excessive force was used. It was reported that stent dislodgement occurred during delivery to/at lesion. The stent completely dislodged and crumpled. The physician felt the stentgot stuck and pulled out the whole system with the mangled stent within the guideliner. The dislodged stent was removed from the patient along with the guideliner. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the stent was not present on the balloon but did return for analysis. The dislodged stent returned with deformation evident to the distal and mid-section stent wraps with the struts stretched and bunched. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the inflation lumen. If information is provided in the future, a supplemental report will be issued.